Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. No damages or deficiencies were found to the fluid path or needle mechanism components that would result in the cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod does not contain any timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.

Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge and the cannula was bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.